Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that two of their teeth has chipped. Patient provided photo that show #7 and 8 have chipped, they appear to have fillings that chipped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.